Event description:
Found a tampon (been inside for 2 days); vagina [foreign body in reproductive tract], nausea [nausea], anxiety [anxiety]. My period ended two days ago. Spotting - vagina [intermenstrual bleeding]. Tampon was inserted upside down from the applicator [device physical property issue]. I just found a tampon that was inserted upside down from the applicator. I remember taking the last one out. Been inside for 2 days - tampon [incorrect product administration duration]. Case narrative: consumer reported via e-mail that the tampon was inserted upside down from the applicator. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.